Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported that the high-definition autoclavable camera head has a focus malfunction and the cable is leaking causing the switch to malfunction. The problem was identified during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿focus malfunction¿ was confirmed. The device evaluation found the camera cable has fluid invasion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. However, it is presumed that since moisture has entered the main unit, moisture potentially caused the internal parts of the main unit to malfunction, resulting in the inability to communicate normally, which led to the focus malfunction. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "checking remote switches, focus and zoom switches": - always check that all remote switches are working properly before using the remote switches, even if you do not plan to use them. Failure to unfreeze the image during use may result in injury to the body cavity, bleeding, or perforation. - always confirm that all focus and zoom switches are working properly before use, even if you do not intend to use the focus and zoom switches. Failure to do so may cause the switches to malfunction during use, which may result in injury to the body cavity, bleeding, or perforation. "Precautions for cleaning, disinfection, and sterilization" and "warnings" in "storage". - do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.